Manufacturer narrative:
(B)(4). Final device analysis of the extension revealed the following: the #3 conductor was broken 2.9 cm form the proximal end. Broken conductor(s) in extension outside ins connector (within 10 cm or up to bifurcation/transition).

Event description:
It was reported, the pt had a loss of therapeutic effect. Impedance measurements showed readings of >3600 ohms. The pt's extension was replaced. Therapy was restored and the pt recovered without sequela.